Manufacturer narrative:
With regard to this complaint, one 25 gauge illuminated curved laser probe with dorc connector was received for investigation. Visual inspection of the returned product revealed no anomalies. Functional testing revealed that the laser output was within specification; however, as indicated in the complaint description, after a while, a small air bubble appeared on the tip of the probe. It should be noted that there is a small lumen between the optical fibers (laser and light) and the capillary. The lumen contains air that expands during the lasering process. The expanding air emerges from the tip of the instrument. This phenomenon is considered rare and not likely to result in patient harm.

Event description:
As the surgeon inserted the laser probe into the eye he recognized a small air bubble at the tip of the laser. The laser beam was scattered and hence inefficient. He removed the air bubble but the bubble appears again and again.

Manufacturer narrative:
It has been requested that the product be returned to the manufacturer for investigation.

Event description:
As the surgeon inserted the laser probe into the eye he recognized a small air bubble at the tip of the laser. The laser beam was scattered and hence inefficient. He removed the air bubble but the bubble appears again and again.